Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured thoracic aortic aneurysm. It was reported that the original plan was to perform a subclavian-carotid bypass and place the graft at the carotid artery. However, as the neck was 2 cm long, the graft was placed at what was thought to be the subclavian artery. Later on the same day of the implant procedure, it was noted that there was a proximal type 1 endoleak evident; it was thought that during the implant, the correct angle to correct for parallax had not been used, and the graft was actually equal to or less than about 1 cm below/distal to the subclavian artery rather than right at it. On (B)(6) 2010, a subclavian-carotid bypass was performed, followed by implant of a second proximal main talent graft to resolve the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (bovine arch, pre-operatively ruptured thoracic aneurysm), (stent graft was implanted in a pt with a bovine arch and pre-operatively ruptured aneurysm). Conclusions: (bovine arch, pre-operatively ruptured thoracic aneurysm), (stent graft was implanted in a pt with a bovine arch and pre-operatively ruptured aneurysm).